Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead dislodged when the sheath was slitting. The physician replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.